Manufacturer narrative:
The injection screw was not bent. There is a great amount of resistance when the injection screw is being extended and it will not retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. Cosmetic damage was not observed.

Event description:
The customer reported via phone call that most of their doses logged in the app are off by 0.5 units to 2.0 units of insulin. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.